Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer reverted to manual injections for insulin. Customer's blood glucose was 250 mg/dl.